Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, 24 mm x 3.00mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x20mm promus element¿ stent was advanced for treatment. However, it failed to cross the lesion and it was noted that the shaft was broken. The procedure was completed with another 3.00x20mm promus element¿ stent. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: f/g,promus element,mr,ous 3.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 205mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, 24 mm x 3.00mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x20mm promus element¿ stent was advanced for treatment. However, it failed to cross the lesion and it was noted that the shaft was broken. The procedure was completed with another 3.00x20mm promus element¿ stent. No patient complications nor injuries were reported and the patient's status was stable.